Event description:
During a peripheral blood stem cell collection procedure the pt experienced a severe reaction including difficulty with breathing, appeared cyanotic and required CPR. It was later noted that the anticoagulant used during the procedure prematurely emptied.